Event description:
The customer questioned high inr results for 5 patients tested on coaguchek xs plus meter serial number (B)(4) using 2 different strip lots compared to a laboratory using the dade innovin method. Based on the data provided, the results for 2 patients were discrepant. This medwatch will cover strip lot 29779012 that both patients were tested on. Refer to medwatch with patient identifier (B)(6) for information on strip lot 29494312 that one patient was tested on. On (B)(6) 2018 patient 1 was tested on the meter using strip lot 29779012 and the result was 5.1 inr. A sample for the laboratory was drawn within 10 minutes and the result was 3.8 inr the coumadin/warfarin dose for patient 2 was held for 2 days following the result from the meter. Afterwards, the patient's result was 1.7 inr and her warfarin/coumadin dose was resumed. On (B)(6) 2018 patient 2 (male with date of birth of (B)(6)) was tested on the meter using strip lot 29779012 and the result was 6.8 inr. A sample for the laboratory was drawn within 10 minutes and the result was 4.4 inr. Patient 2 was advised to hold warfarin/coumadin for 2 days based on the meter result. The therapeutic range for both patients was 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. Neither patient uses any other blood thinners besides warfarin/coumadin. Neither patient has antiphospholipid antibodies. Qc was run on test strip lot 29779012 and the results were within range. The meter and test strips were requested for investigation. The meter and test strip lot 29779012 were returned. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr , donor 2 inr: 2.0 inr . Donor 1 hct: 45% , donor 2 hct: 50% . Donor 1: retention meter with master lot strips: 2.3 inr , customer meter with customer strips: 2.3 inr . Donor 2: retention meter with master lot strips: 2.0 inr, customer meter with customer strips: 2.0 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 297790) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is greater than 4.5. Values greater than 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Medwatch field was updated.